Event description:
It was reported that when using the bd pyxis¿ medstation¿ es snangio biometric identifier fingerprint scanner was not functioning for any users despite multiple attempts; although the device displayed a light, a reboot was performed but does not resolve the issue, and the problem continued to affect all users. However, there were no delays or adverse events or injuries reporte dbased on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not recognized during login. Tss removed the extraneous bluetooth driver, disabled the bluetooth generic adapter, and tested login. The system functioned as intended after the technical support specialist troubleshot the device.